Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) found that the gear pump head had a loose screw and was not reading the correct level. The fse adjusted the gear pump head, drained and cleaned the incubator bath, performed probe adjustments and volume checks, and performed a precision check successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 3 patient samples on a cobas 8000 c702 module. For sample 1, the initial calcium result was 1.80 mmol/l. The repeat result was 2.21 mmol/l. The repeat result was deemed correct. For sample 2, the initial calcium result was 1.78 mmol/l. The repeat result was 2.16 mmol/l. The repeat result was deemed correct. For sample 3, the initial calcium result from an edta sample was 1.2 mmol/l. The repeat result was <0.2 mmol/l with flag.